Event description:
On (B)(6) 2009, the patient reported that he received an e10 (cartridge) error on his infusion device and he removed the insulin cartridge. When he removed the cartridge then entire contents spilled into the cartridge compartment of the infusion device. He stated that he "poured" the insulin from the infusion device and allowed it to dry. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.